Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to be unable to power on via battery power and the speaker tones were distorted. During internal inspection the unit was found to have a missing battery, a failed front speaker, and system board design that does not allow the battery to charge once substantially depleted. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that the device does not hold a charge and "the sound is weird." No consequences or impact to patient were reported.